Manufacturer narrative:
Per the tandem user guide: the t:slim x2 pump, transmitter, and sensor must be removed before magnetic resonance imaging (MRI), computed tomography (CT) scan, or diathermy treatment. Exposure to MRI,CT, or diathermy treatment can damage the components. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced unspecified issues with the pump. There was no reported impact to customer¿s blood glucose. Reportedly, the customer exposed the pump to a computed tomography (CT) scan. Customer declined troubleshooting with tandem technical support and declined to provide further information. Reportedly, the customer continued to use the pump for insulin therapy.